Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use of the cs100 intra-aortic balloon pump (iabp), a balloon rupture was reported, resulting in blood entering the device. The user promptly discontinued use of the machine. No patient injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse went to the user's site and confirmed that the machine was bleeding due to a damaged balloon. The decoagulant and safety disk needed to be replaced and a quotation was given to the customer. On (B)(6) 2025, fse went to the user's site again. The user said that the process was still going through and repairs would be made later. There is no further information available, if any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h3, h6 (component codes and investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse went to the user's site and confirmed that the machine was bleeding due to a damaged balloon. The decoagulant and safety disk needed to be replaced and a quotation was given to the customer. On june 3, 2025, fse went to the user's site again. The user said that the process was still going through and repairs would be made later. There is no further information available, if any pertinent information is received in the future, the complaint will be reopened and updated accordingly.